Event description:
It was reported that during a ventrale sponduelodese procedure that the active blade broken, part felt into patient could be removed, next instrument same problem, no futher information is available. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Anticipated, but unavailable at this time.